Event description:
It was reported that this patient had an alert on the remote monitoring system that was unable to be resolved, thus patient presented to the clinic to check the pacemaker. The clinic tried two separate programmers unsuccessfully, and applied a magnet with no response. It was noted that the last several device checks had revealed normal rhythms. Technical services recommended to have the device replaced, and subsequently a few months later the device was explanted and replaced. The device was returned for analysis, and no additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated but a full download of device memory was not possible. Review of available device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. Measurement of the battery voltage found it was much lower than expected. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting and in the clinically-observed unable to interrogate the device.

Event description:
It was reported that this patient had an alert on the remote monitoring system that was unable to be resolved, thus patient presented to the clinic to check the pacemaker. The clinic tried two separate programmers unsuccessfully, and applied a magnet with no response. It was noted that the last several device checks had revealed normal rhythms. Technical services recommended to have the device replaced, and subsequently a few months later the device was explanted and replaced. The device was returned for analysis, and no additional adverse patient effects were reported.